Event description:
The device was returned to the manufacturer after being explanted and replaced due to device upgrade. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products : 5076 implantable pacing lead: (B)(6) 2008. 3776 x2 pain stim leads: (B)(6) 2012. 37714 pain stimulation device: (B)(6) 2012. (B)(4).